Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. Imaging provided shows one of the anchors has migrated anteriorly from the cage. The exact cause of the reported issue could not be determined. An operation to remove the anchor was aborted due to concerns for patient safety.

Event description:
It was reported that an independence mis anchor backed out post-operatively. A revision surgery was attempted and was unsuccessful.